Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sept2019. The manufacturer's field service engineer performed troubleshooting. When the fse powered on the device, the unit logged another (1102) error, confirming the issue. It was determined that the power overlay switch was not working properly. The fse replaced the power overlay switch and reseated the cables/connectors to the gui interface. The unit passed testing and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator logged error 1102 (primary alarm failure). There was no patient involvement.